Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-36968.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped suddenly. Review of the pump data logs by tandem technical support was unable to confirm the battery jumping however, the battery was observed to be depleting quickly. In addition, during a follow up, the customer reported the pump battery depleted from 100% to 40% within 18 hours. The customer's blood glucose level was 80-120 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.